Event description:
Patient was placed in a prone position on a black lami-rest. A suboccipital craniectomy c1 and c2 decompression procedure was being performed. The patient was placed in pin per surgeon. Skin was prepped and during the draping, the head slipped completely out of the skull pins. The patient received a scalp laceration. The laceration was stapled. New pins were obtained and the mayfield replaced on the patient. The case was finished with no further complications.